Event description:
A report was received that the lead splitter was causing pain at the site because patient is thin. The patient underwent a revision procedure wherein the leads and lead splitters were replaced as per physician's preference. No device malfunction suspected. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-2316-50, serial/lot #: 568443/(B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.